Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported power resetting failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a patient use, it was reported that the device continually reset when one pressed the print and 12-lead buttons. The reported problem did not compromise the patient care nor had any adverse effects. There were no further details on the event and/or the patient provided.